Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated, and a definite cause for the reported mechanical jam in this incident could not be determined. The reported foreign body in patient was related to a part of the gripper line being left behind in the patient. The patient effect of foreign body in patient appears to be related to the procedural circumstances as the gripper line broke during removal and was left in the patient anatomy. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report inability to remove gripper line, foreign body, and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed reducing mr. However, the gripper line could not be completely removed. It was suspected that the distal end of the gripper line was stuck on the gripper causing the resistance during gripper line removal. Therefore, the steerable guide catheter and cds were removed over the gripper line. A portion of the gripper line was able to be removed. The remainder of the gripper line was cut-off at the groin, and left inside the patient. Anti-thrombotic medication was given to the patient and the groin was stitched close. The patient is stable. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.